Manufacturer narrative:
(B)(4). The recipient's infection is reportedly completely resolved. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection with pain and swelling at the implant site. The recipient's implant site ruptured, resulting in discharge. In (B)(6) 2016, the recipient was treated with ciprobay 4 gr twice a day and rimactane 450 gr per day for 6 weeks. The recipient was then treated with prontosan liquid on the wound for 1 week, however, the infection did not resolve. On (B)(6) 2017, the recipient was hospitalized for a wound debridement, flap rotation, and the implant was washed with peroxide. The recipient was prescribed tavanic 750 mg and invanz 1gr for 7 days. The recipient was discharged and prescribed ciprobay 500 mg, and rimactane 450 gr with probiflora for 6 weeks. On (B)(6) 2017, the recipient was seen and continues treatment of ciprobay 1 gr 3 days a week. The recipient's device was explanted. The recipient's wound is almost healed and the infection is resolved.